Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump received with a partial broken retainer ring. Unable lock a test p-cap into the reservoir compartment due to a partial broken retainer ring. The following were noted during visual inspection: corroded battery tube, reservoir tube cracked, battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, partially broken retainer, cracked case (battery tube), broken belt clip rails, cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage, and damaged display window cover. Cosmetic damage was confirmed at the battery compartment. Partial broken retainer ring damage was confirmed. Reservoir unable to lock into place was confirmed due to a partial broken retainer ring.

Event description:
It was reported to medtronic minimed that the customer experienced crack at the back of the pump going to battery side. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Instructed customer that pump will be replaced. No harm requiring medical intervention was reported. The customer discontinued to use of the device, mmt-1885 was requested and customer response was the device returned.